Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the ft10 generator was not performing to a satisfactory standard. The customer stated there were two patients where seals were not completed resulting in minimal bleeding. The first patient bled more than expected; however, only 50ml of blood loss was estimated. The customer used the same generator for a second case (incident reported under (B)(4)) and again felt the generator did not seal as it should. Less than 50ml of blood loss estimated. The customer then changed to a second generator on the second patient and noted that it sealed the vessels without any bleeding. This led the customer to believe that the ft10 was in some way faulty. End tones were achieved after each seal cycle on both patients. In some instances suturing was used to control bleeding. The customer was not concerned about either patient.